Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the plastic was faded on insulin pump screen making it hard to read. Customer stated that battery life had diminished and backlight was dim and flickers. Customer also stated that serial number sticker fell off and when priming the insulin pump it was slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.